Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "office visit showed wear, varus positioning and pt presented with pain. Surgeon elected to do revision."